Event description:
Reporter alleged performing back to back test results all within five minutes of each other as follows: 320 mg/dl versus 145 mg/dl, 343 mg/dl versus 101 mg/dl, and 343 mg/dl versus 126 mg/dl. Customer stated running controls prior to calling the MFR and they were found to be within an acceptable range, however, does not have controls currently available. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.